Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Patient reported "rupture". Patient reported later "breast prosthesis with deep lobulations and radials, with no signs of intra or extracapsular rupture, and axillary ganglia with a sign of a snowstorm due to silicone infiltration secondary to a broken prosthesis". This record is for the right -side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.